Event description:
It was reported that before an unknown procedure, when the device was tightened with the torque wrench, the jaw became not to open. Since the device did not function, another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was received in good physical condition. The device was tested with the generator and test handpiece, and the hand control switch assembly was not functional. However, the device activated when the foot switch was used. The device was disassembled to inspect internal components and corrosion and moisture ingress were found at the hand activation domes. No issues were found with the clamp arm, it was able to be opened and closed properly. The hand activation assembly non functional is not related to the reported clamp arm not able to open.